Manufacturer narrative:
Correction to the initial report. The b 5. Event description is being replaced with the following: it was reported that a patient underwent an atrial fibrillation (afib) ablation and the patient experienced cerebrovascular accident. Intervention is unknown. It was reported after an afib case, a stroke was noticed. The patient had struggled with speech once they woke up from anesthesia. A magnetic resonance imaging (MRI) was done to confirm the stroke. The medical intervention provided is unknown. The patient was reported to be in stable condition. It was also reported that the thermocool smarttouch sf (stsf) catheter showed a high temperature reading on the ngen and ablation stopped. The temperature would jump from 30 to 40 degrees celsius. The cable was checked, and the issue persisted. The cable was replaced with no resolution. The irrigation was checked, and the issue persisted. When the catheter was replaced, the issue was resolved. On 30-aug-2024, additional information was received. It was reported that the physician¿s opinion on the cause of the adverse event is the patient condition. It was also reported that the temperature cut-off value was not exceeded. Ablation would come on for less than a second before erroring out. The patient¿s gender was provided. Therefore, the patient information section was updated. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
D4: UDI: as the lot number for the device involved in the event was not provided, the full UDI is currently not available. An analysis of the product could not be performed since a physical sample was not received for evaluation. An evaluation of the manufacturing record could not be performed as the required product identification number was not provided to complete the evaluation. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).

Event description:
It was reported after an afib case, a stroke was noticed. The caller reported that the patient had struggled with speech once they woke up from anesthesia. The caller stated that an MRI was done to confirm the stroke. The caller reported that she does not know the medical intervention provided. The patient was reported to be in stable condition. The caller stated that she was notified about the stroke an hour after the completion of the procedure. The ablation catheter is not available for return. Bwi products used: stsf catheter. Octaray catheter. Soundstar catheter. Webster cs. Quad catheter. Ngen generator. It was also reported that the stsf catheter showed a high temperature reading on the ngen and ablation stopped. The caller stated that the temperature would jump from 30 to 40 degrees celsius. The cable was checked and the issue persisted. The cable was replaced with no resolution. The irrigation was checked and the issue persisted. When the catheter was replaced, the issue was resolved. Replacement catheter requested. The caller was advised to expect a return kit. A return kit was requested.